Event description:
Patient receives continuous inotrope medication at home. He was changing a bag of milrinone and after the cadd cassette was latched the pump was not operational. He tried another pump and the pump was not operational. It was determined via phone conversation that the cadd cassette was defective.